Manufacturer narrative:
One (1) used sample #d1000 was received for evaluation. As received, the tego seal was observed to be damaged close to the top seal. The sample failed a high and low pressure test. The tego was dissembled and a torn condition beneath the wing was observed. No mating device was returned for evaluation. The complaint of valve malfunctioning can be confirmed. The probable cause of all the damages observed is typical due an overnighting during use. The directions for use (dfu) indicate- do not overtighten. A device history review for lot #13589481 was reviewed, and no relevant commodities, discrepancies or anomalies were found that might lead the condition reported by customer.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a tego® connector. As per report, the end of the tego cap peeled back causing high venous pressures. The healthcare professional was unable to get the machine to run at first. There was unknown patient involvement and no report of patient harm.